Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach the luer connector to fiasp prefilled cartridges and initially resorted to extracting insulin into standard cartridges, after which a guided supply change via video demonstrated that pressing the connector inward while turning enabled secure attachment. Symptoms included no adverse clinical effects. Outcomes included no therapy disruption, no alarms, and successful completion of the cartridge change. Investigation included remote troubleshooting and education with visual confirmation. Investigation of this case revealed use-related difficulty engaging the connector with the slightly larger prefilled cartridge, resolved by applying inward pressure while turning to lock the luer connection, indicating no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.